Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device to be pre/partially fired and engaged in interlock. The interlock was overridden and the reload was applied to test media. Also, all staples were placed and test media was cleanly transected. Functionally, the reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the returned product's jaws would not close completely due to a deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the device was able to be used at the first firing. On the second firing, the handle became unable to be squeezed and released in the middle of the firing. A new reload was used to complete the case. The surgery was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy, the device was able to be used at the first firing. From the second firing, the handle became unable to be squeezed and released in the middle of the firing. A new reload was used to complete the case. Surgery was extended by less than 30 mins. There was no patient injury.